Event description:
Through journal article titled endophthalmitis associated with xen stent implantation, healthcare professional reported event of left eye " patient underwent xen45 implantation combined with cataract extraction with intraocular lens implantation in the left eye. Patient presented on pod246, 2 days after onset of symptoms (pod244), with bcva of 20/40, iop of 22 mmhg, conjunctival injection, hypopyon, corneal edema, and a small bleb. No stent exposure / erosion was noted. Vitreous culture results were negative. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin/ceftazidime on pod246 and pod248 in the left eye. Ppv was performed on pod248. Device was explanted. At final follow up on pod344, bcva was 20/200 and iop was 19 mmhg. This is the same article reported under MDR report#: 3011299751-2023-00127 (abbvie complaint#: (B)(4). This MDR is being submitted for case 7.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued h.6. Health effect - impact code: f2201, f1901. F1903. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events are known potential adverse events addressed in the product labeling.